Event description:
Information received by medtronic indicated that customer reported physical damage to the insulin pump and can no longer be used. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1885 was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display anomaly. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor compartment during testing. The following were noted during visual inspection: cracked battery tube threads, missing serial number label and cracked case near belt clip rails. Blank display anomaly was not confirmed during analysis due to moisture confirmed. Exposed to moisture damage confirmed. Cosmetic damage at battery tube side confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.